Event description:
It was reported that magnesium sulfate IV was ordered to infuse over one (1) hour. However, the infusion was completed in five (5) minutes instead. The facility's biomed performed preventive maintenance on the suspect pump module and per report, it "failed on both patient occlusion pressure and rate accuracy, but marginally (values 6.8psi and 11.50cc)." There was patient involvement but no harm. Bd received additional information on 10 october 2025. It was reported that the facility's biomed conducted a preventive maintenance on the device used at the time of the event. Per report, the device "failed on 2 parameters as follows: 1) the patient-side occlusion measured slightly below the threshold of 7 psi and pressure calibration reset did not change that; and 2) the rate accuracy measured slightly below the accepted interval around 12cc. This would normally be corrected by rate calibration, but I did not do it." The requested additional event information has not been provided to date. Bd received additional information on 16 october 2025. It was reported that the event occurred on 23 september 2025 between the hours of 1448 and 1454. The magnesium sulfate IV was a routine order secondary infusion, the rate was 50ml/hr., the total dose/volume was 2,000mg magnesium sulfate in 50ml. Normal saline was infusing via primary line at 500ml/hr. When asked if the secondary bag (magnesium sulfate) was hung higher than the primary bag using extension hanger, the customer response "yes". When asked if the clinician observe any fluids backing into the primary bag (signs would include primary bag appear fuller or more volume, drip chamber is filled/full), the customer's response was "no". Per report, the 50ml magnesium sulfate IV was infused in six (6) minutes. The secondary infusion was set-up using bbraun secondary IV set (with universal spike and spin-lock connector IV bag hanger).

Manufacturer narrative:
Correction: it was determined through investigation of the returned devices that the initially reported suspect device reported under manufacturer report number 2016493-2025-127541 is a concomitant. Please refer to manufacturer report number 2016493-2025-127385, which captured the correct suspect device per investigation report.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that magnesium sulfate IV was ordered to infuse over one (1) hour. However, the infusion was completed in five (5) minutes instead. The facility's biomed performed preventive maintenance on the suspect pump module and per report, it "failed on both patient occlusion pressure and rate accuracy, but marginally (values 6.8psi and 11.50cc)." There was patient involvement but no harm. Bd received additional information on 10 october 2025. It was reported that the facility's biomed conducted a preventive maintenance on the device used at the time of the event. Per report, the device "failed on 2 parameters as follows: 1) the patient-side occlusion measured slightly below the threshold of 7 psi and pressure calibration reset did not change that; and 2) the rate accuracy measured slightly below the accepted interval around 12cc. This would normally be corrected by rate calibration, but I did not do it." The requested additional event information has not been provided to date. Bd received additional information on 16 october 2025. It was reported that the event occurred on 23 september 2025 between the hours of 1448 and 1454. The magnesium sulfate IV was a routine order secondary infusion, the rate was 50ml/hr., the total dose/volume was 2,000mg magnesium sulfate in 50ml. Normal saline was infusing via primary line at 500ml/hr. When asked if the secondary bag (magnesium sulfate) was hung higher than the primary bag using extension hanger, the customer response "yes". When asked if the clinician observe any fluids backing into the primary bag (signs would include primary bag appear fuller or more volume, drip chamber is filled/full), the customer's response was "no". Per report, the 50ml magnesium sulfate IV was infused in six (6) minutes. The secondary infusion was set-up using bbraun secondary IV set (with universal spike and spin-lock connector IV bag hanger).